Event description:
It was reported that customer previously did not see drops of insulin at end of tubing during fill tubing step, and this issue led to blood glucose rising to a level displayed as ¿high¿ on meter or sensor. Customer did not require assistance from any third party. Customer gave correction insulin by injection, changed cartridge, confirmed appropriate loading steps including using room temperature insulin and ensuring proper contact between pump piston and cartridge, and then successfully resumed insulin delivery, with no additional information provided regarding final blood glucose outcome.